Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump was underinfusing. The medication label read "total volume of 155 ml" but the pump alarmed empty at 92 ml. There were no adverse events reported.